Event description:
It was reported by repair work order that the cot could not reach full height with patient weight due to malfunctioned half shell bearing and hall effect sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.